Event description:
Retainer ring recall details were added with this report which was not included in the initial report.

Manufacturer narrative:
The pump was received with a broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the loose retainer ring. The following were noted during visual inspection: partially broken retainer ring, partially detached retainer ring, cracked battery tube threads, cracked case on the battery tube side which starts at the left belt clip rail. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. In summary, the customer¿s report of a cracked retainer ring was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Select patient information cannot be provided due to regional privacy regulations. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed for the reported event. The customer had an insulin pump with a clear retainer ring. The customer reported a crack in the top of the reservoir compartment due to wear and tear. The customer also reported physical damage to the retainer ring on the pump. The customer confirmed that the reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. A product return for mmt-1782k was requested and the customer response was the device will be returned.